Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that battery life diminished, act button does not always respond and insulin pump was slow to rewind. Customer will get battery and will report back to finish troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.